Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of pain in pocket and left shoulder. The right ventricular (rv) and right atrial (ra) leads were explanted and replaced on the right side. No further patient complications have been reported as a result of this event.